Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. Reportedly, the customer had to click certain buttons multiple times in order to activate the feature. Additionally, it was reported that the customer experienced high blood glucose (bg) levels in the 200-400 (mg/dl) range. The customer believed that the cause of the high bg levels were due to the pump. During a system check, it was reported that the pump time was inaccurate. Tandem technical support assisted the customer in updating to the correct time. At the time of the report, the customer delivered multiple boluses. Reportedly, customer was unsure if initial bolus was delivered, changed supplies, and delivered another bolus. The customer's bg at the time of the report went from 225 mg/dl to 168 mg/dl. During follow up, the customer reported bg levels were "fine". Customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Per (B)(4) user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus" the t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. (B)(4).